Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple cs 064 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump black box data shows evidence of a cs 064 call service alarm. Further testing was not able to be performed due to the recurring cs 064 alarm. The pump case was removed, and a mechanical assembly failure was found. The complaint of the call service alarm issue was shown in the history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).